Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the same day as event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 3 days, intraperitoneal, ongoing) and cefotaxime injection (1g, stat, intraperitoneal, one dose) for peritonitis. The next day the patient was treated with cefotaxime injection (250mg, four times a day, intraperitoneal, ongoing) for peritonitis. The patient was discharged three days after hospital admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6 and d10. B5: upon follow up, it was reported the patient¿s antibiotic vancomycin and cefotaxime has been discontinued and the patient recovered from the peritonitis. Twenty-one (21) days after event diagnosis. Should additional relevant information become available, a supplemental report will be submitted.